Event description:
Rec'd notification of complaint concerning above product from director of nursing. States that 2 hrs into the treatment, health care professional was alerted by machine alarm, upon inspection noted blood dripping down front of machine. Noted to be a small separtion from the seam where the top cap of the drip chamber is connected to the actual chamber. The health care professional returned blood to pt. Estimated blood loss is 50cc, from the actual leak itself. There was no further injury to the pt. The chief tech informed the don that he has sent the actual blood line to clinical svcs. Clinical svcs did not receive the sample. A response letter has been sent to the facility medwatch filed for blood loss only.